Event description:
Could you please confirm if the rosen wire part of bsc product? Yes, rosen wire was used. Ecn event description: unable to pass any wires through the dilator. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: pn 2747591. Time of event: during procedure. System interface. Electronic cnf. Device/procedure outcome: unable to use device attempted procedure completed product return expected: no.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.